Event description:
It was reported that during a cryoablation procedure a system notice was received and blood was noted in the coaxial cable. The balloon catheter and coaxial cable were replaced and the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the device, balloon catheter 2af284 with lot number 13479-56, were returned and analyzed. Data files showed twenty six injections were performed with the returned catheter. Visual inspection of the catheter showed the shaft was kinked at three inches from the tip. Dissection and pressure testing showed a guide wire lumen twist and breach at three inches from the tip. In conclusion, the reported issue of a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection (system notice 50005) was confirmed through testing. The device failed the returned product inspection due to a guidewire lumen twist and breach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.